Event description:
It was reported that the patient faced an event where red bubbles are from insulin pooling under skin and noticed redness around the adhesive and states it was red, inflamed, firm to touch and liquid under the skin and causes dka on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.